Event description:
It was reported that the patient underwent a procedure to treat a target lesion in the mildly calcified and narrow proximal posterior tibial artery. The physician advanced a spartacore guide wire and performed dilatation using a 3.0 x 20 mm armada 14 dilatation catheter. A 4.0 x 60 mm armada 14 dilatation catheter was then advanced and inflated to nominal pressure, using an inflation gauge, for 3 minutes. Attempts were made to deflate the balloon, using a syringe and an indeflator; however, the balloon could not be deflated. The inflated dilatation catheter was then pulled back, with resistance, into the superficial femoral artery. The physician then again made several attempts to deflate the balloon, including inflating the balloon to maximum pressure on the indeflator, but the balloon would not deflate and did not rupture. The inflated dilatation catheter was then pulled back into the introducer sheath; however, even with excessive force, the physician was only able to pull the dilatation catheter into the sheath about 5 cm. As the procedure was completed at that time, the physician then removed the devices from the patient anatomy as a single unit. The patient did not experience any adverse patient effects and no additional intervention was required. The dilatation catheter was stretched due to force used to remove the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty and difficulty removing was not able to be confirmed due to the condition of the returned device. The stretched shaft was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for deflation difficulty and difficulty removing. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: spartacore 14 300cm; sheath: introducer (5 fr); other: guide catheter extension. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.